Event description:
It was reported by service report that the head section weld was broken and the fowler was not stable. It is unknown if there was patient involvement or if there were adverse consequences to report.